Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue (clip greatly rotated in the left atrium and left ventricle while using the m-knob) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip nt was used, but the clip greatly rotated in the left atrium (la) and left ventricle (lv). The mitraclip nt was removed from the patient and replaced. One clip was then successfully implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.